Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reported that a e360 ventilator had a compressor issue. The ventilator was not on a patient at the time of the event. The ventilator was evaluated by a third party service engineer and the customer reported issue was confirmed. The service engineer found the compressor was not building pressure. The service engineer opened the compressor and cleaned the water trap, suction filter, and air tank. The issue was resolved and the ventilator was returned to the customer in working condition. Repair was completed at a non-medtronic location and the product is not in medtronic control. The reported complaint could not be confirmed without the product return.